Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer clarified that they also experienced high blood glucose and diabetic ketoacidosis but the caller never stated how high their blood glucose levels reached.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump is not working well. The customer¿s blood glucose level was 43 mg/dl at the time of the incident. The customer has been experiencing high blood glucose and low blood glucose levels that ended up with the customer receiving emergency medical assistance for the low. The customer stated the pump was exposed to a CT machine before the incidents occurred. Troubleshooting was completed but did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.